Manufacturer narrative:
The user returned several ratcheted handles, both new and used. The ratchet engages smoothly, as intended, on some of the returned used handles. On the remaining used handles, the ratchet sticks slightly, as if insufficiently lubricated. However, the ratchet still functions correctly, can be engaged manually, and is easily released to open the grasper tip of the device. It is not clear whether the device involved in the event was returned, since it was not marked by the user. If it was returned, it is not clear whether it belonged to the group of returned handles with smoothly engaging ratchet, or to the group of handles on which the rachet mechanism needed to be engaged manually. Inspection of all of the returned handles showed that the gripping and releasing function of the handle worked correctly on all of them. Regripping tissue multiple times would not have been necessary to adequately grasp and manipulate tissue. Regripping the tissue multiple times can be qualified as user error. In addition, in accordance with expert medical opinion sought out by the manufacturer, no causal link can be established between the complications suffered by the patient and the user error of regripping the tissue multiple times, due to the considerable delay existing between the date of the event, release of the patient from the healthcare facility and the onset of complications, among other reasons. Manufacturing records were reviewed and found to be conforming to specifications.

Event description:
During an appendectomy, the surgeon attempted to grasp the appendix with a grasper provided with a ratchet handle. The ratchet did not engage automatically. The surgeon regripped the appendix multiple times. Eventually, the appendix was perforated. However, the case was completed satisfactorily and the patient was released. After having been released, the patient went septic and was readmitted to the hospital due to formation of an abscess. A percutaneous drain was placed and the patient was released on (B)(6) 2019.